Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they a high blood glucose level of 510 mg/dl. They treated with a correction from the insulin pump and it brought down the blood glucose. The customer¿s current blood glucose level was 164 mg/dl. They had symptoms such as nausea and dehydration. Troubleshooting was performed. They were sent a tubing clamp to perform the basic occlusion test. The customer¿s fiance called on (B)(6)2017 to perform the basic occlusion test on the insulin pump. The test was performed twice but the insulin pump did not pass both times. The device will be replaced and returned for analysis.

Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected audio/vibrate anomalies noted. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.